Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable drug infusion pump indicated for non-malignant pain. The pump contained hydromorphone with an unknown concentration and dose. It was reported the patient stated her whole body was in pain. Additional information received from the consumer reported she was in rehab because of her really bad pain that started on (B)(6) 2017. The patient said a couple weeks before the pain, the doctor changed her drug in the pump from an unknown brand of morphine (concentration: unknown, dose: 1.75 mg/day) to hydromorphone. The patient said that really didn¿t improve the pain. The doctor asked the patient why he changed the drug. The patient went to the hospital on (B)(6) 2017 for high blood pressure because of the pain. The patient stayed in the hospital for three days, and then, they sent her to rehab. The patient mentioned later on she thought they changed the drug from morphine to hydromorphone in ¿late september maybe¿. The patient stated she had relief for 3-4 months after a catheter revision on (B)(6) 2017 [see manufacturer report number: ], and then it started going bad again; the patient¿s pain returned. The patient stated that was when the doctor did a dye test. The patient stated the first dye test the tech was there. The patient mentioned they did two dye studies. The patient said one was done in the hospital, and the last one was done at the doctor¿s office. The patient stated there were no problems with the dye study done in the doctor¿s office. The patient did not know the dates of the dye tests. The patient had a myelogram done in the hospital. The patient said it was all because of her disease of stenosis and scoliosis pinchingher nerves. The patient stated she was going to the doctor¿s office on (B)(6) 2017 to have the situation addressed. The patient said the doctor wouldn¿t be there, but one of his partners would be. The patient said they were going to fill her pump. The patient said she called into the doctor¿s office already once on the day of report. No further patient complications were reported.

Manufacturer narrative:
Correction: [see manufacturer report number: 3004209178-2017-25988]. If information is provided in the future, a supplemental report will be issued.